Event description:
It was reported that the other day, the patient started to feel stimulation around her belly. She normally had stimulation sensation in her back, left leg and toes. It was later reported that it was unknown if there was a 50% or greater symptom reduction, loss of therapeutic effect, patient¿s outcome, the cause of the event, or if interventions and reprogramming were needed. The patient had an appointment scheduled for (B)(6) 2015. It was later reported that the patient received assistance from her doctor or manufacturing representative (rep) on (B)(6) 2015. She still had concerns, but she was working with her doctor and waiting to be scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the stimulator battery was replaced on (B)(6) 2015 due to normal battery depletion. Leads were working fine so they were not disturbed. Patient had recovered and was receiving effective stimulation. There was no mention of stimulation around the middle or belly.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0349366v, implanted: (B)(6) 2004, product type: lead. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).